Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted with no allegations against the device. Initial laboratory analysis determined the battery depleted prematurely.